Manufacturer narrative:
Insulin pump was unable to prime during the prime or a33 test and alarmed a33 during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, self test and a21 error test. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, a partially broken reservoir tube lip, missing end cap sticker and a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 759 mg/dl at the time of the incident. The customer was at 173 mg/dl on the morning of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.